Event description:
In 2001, user reported an incident involving overinfusion. Patient information is unknown. Two nurses reported that the pump experienced free-flow after cassette was inserted and door was closed while the pump was programmed for dosemode delivery. The biomed reported that the free-flow was not realized until after the programming was complete and the infusion was begun by pressing start. The biomed reported that the nurses realized the fluid was and had been continuously flowing into the drip chamber and the approximately 1/2 of the delivery volume was gone. The biomed was unable to repeat the free flow.

Event description:
The medication being delivered at the time of the reported malfunction was nitroprusside. Biomed reported recoverable pt condition; he believes the pt's blood pressure dropped.